Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2019-oct-11. It was reported that the representative present at the pump replacement didn't have the correct connection for the pump. The hcp stated he had to "rig a connection" and the issue wasn't completely resolved but it "seems to be ok for the moment." No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 08-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's friend/family member regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain due to unsuccessful disc surgery. It was reported that the patient had their pump replaced due to normal and expected end of service life on (B)(6) 2019. The caller indicated that the "hcp had a problem connecting the catheter to the new pump because it had a different diameter hookup than the catheter did so the doctor had to use IV tubing to make the thing work." Since the day after implant, the patient had "complications," clarified to be a mild infection, swelling and fluid retention around the pump. The caller said he didn't know if "the patch with the IV tubing worked or if maybe the morphine was pooling." The issue was being addressed by a doctor. No further complications were reported.